Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that although it is unusual to predilate with a non-compliant balloon, for this case, a 3.0x20 nc trek was inserted, but was unable to cross the heavily and diffusely calcified target lesion in the 3.5 diameter, mid right coronary artery (rca) due to the anatomy. An 2.0x20 mini trek was able to cross the lesion and was inflated to ten atmospheres, but would not hold pressure. After the mini trek was completely removed from the anatomy without issue, blood was thought to be seen in the balloon. Slow flow was then noted in the vessel, but reportedly, it was not due to the mini trek and not due to plaque shift, perforation, or a dissection. The slow flow was reportedly due to the diffuse and heavy calcification in the vessel. Heavy predilatation was performed with subsequent trek balloons (another 2.0x20 followed by 2.75x15 nc) and a 3.5x28 xience xpedition was successfully deployed in the target lesion. There were no adverse patient sequelae and no clinically significant delay in procedure. There was no additional information provided.